Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency response team was dispatched due to high blood glucose. The customer stated they woke up at around 3:00 a.m. And had a high blood glucose level of 567 mg/dl. They treated the high blood glucose with a manual injection. The customer's current blood glucose level was 198 mg/dl. The customer stated they had symptoms such as nausea, vomiting, being sleepy, and was tired. Troubleshooting was performed. The insulin pump passed the high-pressure test. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.